Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. When the physician was attempting to connect, the dilator hub broke off. Hence to resolve the issue, a new kit was opened and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during the preparation of an left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. When the physician was attempting to connect, the dilator hub broke off. Hence to resolve the issue, a new kit was opened and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial reporter fax) was updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.